Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Event date: unknown. This report is for three unknown 3.5mm locking screws (intact). Part and lot numbers were not provided by reporter. Date of implant is unknown. The subject device is not expected for returned for evaluation by synthes. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking compression plate (lcp) and screws were removed due to malunion / nonunion of the humerus. A female patient sustained a right, distal third, humeral shaft, transverse fracture and was implanted with plate and screws (original implant date unknown). Subsequently, she experienced pain, irritation, discomfort, decreased range of motion and delayed healing. Upon arriving to surgery on (B)(6) 2105, x-ray showed a 3.5 millimeter lcp nine hole plate and screws about a malunion / nonunion along with one broken cortex screw and one broken locking screw. Both screws were located on the distal fragment, through the plate. It was reported that as the plate toggled over time, the screw heads broke off. The plate, four 3.5 locking screws, two 3.5 cortex screws and all pieces of the devices were removed uneventfully. There was no surgical delay. The humerus was revised with dual plates. It was reported the procedure was successfully completed. This report is for three unknown 3.5mm locking screws (intact). This report is 3 of 5 for (B)(4).